Event description:
A consumer reports seeing halos following bilateral intraocular lens (iol) implant surgery. He was told by his surgeon that he needs to allow time for neuroadaptation to take place. The consumer's visual acuity is 20/20 near and distance and he does not want the lenses to be exchanged. In a follow-up, the surgeon stated the surgery was uncomplicated, the lenses are centered, consumer has a normal tear film and no posterior capsular opacification (pco) or retinal findings. The surgeon reported the consumer still sees halos at night. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 07/16/2009, 07/17/2009 and 07/22/2009 by mail, fax and phone. Additional information was received 07/22/2009 by phone from the surgeon. A completed questionnaire was received on 08/07/2009. This report was mailed to FDA on: 08/14/2009.